Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visually inspection revealed no damage or irregularity. Microscopic inspection revealed no damage or irregularity and a 16mm longitudinal tear 4mm proximal from the tip of the device. There was contrast in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.